Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿downstream occlusion error¿ was not reproduced. The device was tested for downstream occlusion with passing results. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be downstream sensor calibration values out of calibration. The force sensor no tube and force sensor scale factor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, the customer reported ¿constant close door error¿ was not reproduced. Evaluation was able to successfully run a loaded set, and switch test was performed with passing results. A review of the event history log revealed door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed downstream occlusion errors and constant close door errors during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.